Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change and again during a dry run, consistent with an occlusion or flow obstruction during fill tubing, and a replacement ilet was arranged. Symptoms included no reported clinical effects. Outcomes included temporary interruption of insulin delivery with instructions to use backup therapy and to sync data prior to return. Investigation included remote troubleshooting and logistical review for device replacement. Investigation of this case revealed a suspected pump flow pathway issue consistent with an occlusion during priming, with no additional contributory factors identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to occlusion during the fill process.